Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, loss of capture and low sensing was observed. Fluoroscopy revealed lead dislodgement. The lead was capped and replaced on (B)(6) 2016. Patient's conditions were good during and after the surgical procedure.